Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Manufacturer narrative:
The correction of addtl mfg narrative/corr. Data# field deem required. This is based on the internal evaluation. #h10 previous addtl mfg narrative/corr. Data: getinge became aware of an issue with volista standop surgical light. As it was stated, the paint was peeling off from the device. There was no injury reported however we decided to report the issue based on the potential as any paint particles falling off during surgery or into sterile field may be a source of the contamination. When reviewing similar reportable events registered for volista surgical light we were able to find several similar issues compared to the problem investigated herein. In none of the complaints a serious injury or death occurred. Based on the information collected to date it was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. Our investigation shows that the root cause of the issue can be traced back to an error that occurred in pre-treatment of the part at our supplier. Given the low occurrence rate of the issue it appears the issue is relatively isolated. We believe that remaining devices are performing correctly in the market. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time. Corrected addtl mfg narrative/corr. Data: getinge became aware of an issue with volista standop surgical light. As it was stated, the paint was peeling off from the device. There was no injury reported, however, we decided to report the issue based on the potential as any paint particles falling off during surgery or into sterile field may be a source of the contamination. Based on the information collected to date it was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification, since the appearance of chipped paint could be considered a technical deficiency, and in this way device contributed to the event. There is no information if the device was or was not being used for patient treatment when the event took place. When reviewing reportable events for this type of issue we were able to establish that the received incident is occurring at a low ratio. As stated by the subject matter expert, the peeling paint was caused by a lack of paint adhesion due to the painting process, the surface was too smooth after nitrocarburizing and the paint did not adhere correctly. The roughening of the surface was improved in june 2017, with sanding sponge carborundum p240 after nitrocarburizing before paint. 100% of these parts are checked before paint by quality technician. To prevent any safety issues the user manual mentions to check for any chipped or missing paint during daily inspection. Getinge initiated a field action msa-605552 (z-1308-2022) in may 2022 for the volista standop surgical lights due to the potential for paint chipping to occur on the component (reference ard568801164) located on the fork of the volista standop cupolas. Field action was launched in order to continue to perform daily inspections per the IFU by the customers, which include checking for any chipped or missing paint. If a customer observes paint chipping or detachment, the firm recommends to stop using the device and to contact the getinge service representative to schedule an appointment to replace the part free of charge. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with volista standop surgical light. As it was stated, the paint was peeling off from the device. There was no injury reported however we decided to report the issue based on the potential as any paint particles falling off during surgery or into sterile field may be a source of the contamination. When reviewing similar reportable events registered for volista surgical light we were able to find several similar issues compared to the problem investigated herein. In none of the complaints a serious injury or death occurred. Based on the information collected to date it was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. Our investigation shows that the root cause of the issue can be traced back to an error that occurred in pre-treatment of the part at our supplier. Given the low occurrence rate of the issue it appears the issue is relatively isolated. We believe that remaining devices are performing correctly in the market. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number: ot211452.

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). H3 other text: device not returned by manufacturer.

Event description:
On 5th may, 2019 maquet sas became aware of an issue with volista standop surgical light. As it was stated, the paint was peeling off from the device. There was no injury reported however we decided to report the issue based on the potential as any paint particles falling off during surgery or into sterile field may be a source of the contamination. Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue in being investigated by a manufacturer site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).